Manufacturer narrative:
Investigation: bd had not received samples and/or a photo from the customer facility for investigation; therefore, the customer¿s issue with non-retraction of the IV needle with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined conclusion: as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s issue with non-retraction of the IV needle with the incident lot was not observed. (B)(4).

Event description:
It was reported that during use, the needle on the 23 g x .75 in. Bd vacutainer¿ push button blood collection set did not completely retract. There was no report of injury or medical interventions.